Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, a+p repairs, culdoplasty, perineoplasty due to uterine prolapse, enterocele, cystocele and rectocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that patient underwent excision of mesh with closure of vaginal defect on (B)(6) 2006 due to erosion. It was reported that patient underwent excision of mesh on (B)(6) 2009 and on (B)(6) 2010 due to erosion and infection. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.